Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device could reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. As a result of the investigation, omsc concluded that this phenomenon was caused by the circuit board inside the scope connector. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that this phenomenon is attributed to the following. The circuit board was temporarily short-circuited due to the adhering of foreign material at the connector contacts. The circuit board was degraded with age. The circuit board was damaged due to static electricity or overcurrent. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image disappeared. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.